Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the laser of the thermal therapy system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. (B)(4). The laser was returned to the manufacturer for analysis. The laser was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. (B)(4). Other relevant device(s) are: product ID: 9735552, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while performing a planned maintenance (pm), the laser of the thermal therapy system testing failed. There was no patient present when this issue was identified.